Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively. The explanted device will not be returned as it was retained by the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.